Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer indicated receiving a low sensor reading and experienced tremors and weakness, subsequently receiving unspecified treatment from a non-healthcare professional. The customer went to the emergency room. Upon arrival, their laboratory result was 272 mg/dl, which was compared to the sensor scan reading of 39 mg/dl. The results, when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant. The length of the wear was 2 days. It is unknown whether the customer noted a trend arrow on the device. The customer was administered insulin (dose, type unspecified) by a healthcare professional for the treatment of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer indicated receiving a low sensor reading and experienced tremors and weakness, subsequently receiving unspecified treatment from a non-healthcare professional. The customer went to the emergency room. Upon arrival, their laboratory result was 272 mg/dl, which was compared to the sensor scan reading of 39 mg/dl. The results, when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant. The length of the wear was 2 days. It is unknown whether the customer noted a trend arrow on the device. The customer was administered insulin (dose, type unspecified) by a healthcare professional for the treatment of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.